Event description:
It was reported that the drug port was broken. A 106x30cm ekos endovascular device was selected for use in the treatment of deep vein thrombosis (dvt). During the procedure in the ICU, the drug luer was noticed to be broken and leaking. The catheter was exchanged. The procedure was completed with a venous stent. No patient complications were reported.

Event description:
It was reported that the drug port was broken. A 106x30cm ekos endovascular device was selected for use in the treatment of deep vein thrombosis (dvt). During the procedure in the ICU, the drug luer was noticed to be broken and leaking. The catheter was exchanged. The procedure was completed with a venous stent. No patient complications were reported.